Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. There were no findings available on the cause of this issue. There was no repair made to the device, and it will be scrapped.